Manufacturer narrative:
(B)(4) note: this report corresponds with bard's report (B)(4) for a pubovaginal sling. Add'l info from source: uretex urethral support system, ftl, catalog# 485013, expiration date: unk (B)(6).

Event description:
Procedure type: urological. According to the reporter: allegedly the pt experienced erosion. Pt began feeling a sticking sensation and pain. The pt required surgical intervention. No add'l info available. Add'l info from source: it was reported by the user facility that their erosion was caused by the sling. Pt began feeling a sticking sensation and pain. Additional info requested from the user facility but none available.